Manufacturer narrative:
The reported event of a battery not being recognized by the controller could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was recognized by the test bed controller and able to provide power. No failure detected, the reported event could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site by the vad equipment manager that the patient reports that the battery listed was not being recognized by controller. Patient noted that all other batteries would connect and controller would recognize. Vad manager had the patient check both power ports, and other batteries. It was stated that the battery was exchanged and patient was provided a new battery. It was further stated that there were no effect or consequences to the patient. No additional information available.